Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 7. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, fracture of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding and inflammation. No further patient complications were reported.